Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation, therefore a root cause of the alleged event could not be determined.

Manufacturer narrative:
An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of the plant¿s investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A hemodialysis clinic reported of blood leaking while using the crit-line iii blood chamber in concurrence with a dialyzer. Follow-up with the dialysis clinic indicated that the blood loss was ~50 cc. The blood chamber was removed and the patient's hemodialysis treatment set up and the patient continued with no new event. The dialysis clinic did not observe any breaks or cracks on the blood chamber. The dialysis clinic reported that the blood chamber was difficult to thread to the dialyzer. The patient did not experience any other complications and there was no medical intervention reported.